Manufacturer narrative:
Analysis received the unit with no button response due to flattened button dome switch. Analysis was unable to verify for low battery life. There was no moisture damage found inside the pump.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was unknown at the time of incident. The customer stated there is moisture under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.